Manufacturer narrative:
(B)(4). Unable to perform displacement test, sleep current measurement, active current measurement and self test due to blank display noted. Unit received with blank display due to corroded battery tube. Unable to verify low battery alarm due to blank display noted. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had low battery alert. The customer stated that the insulin delivery has stopped due to low power. The aa battery was not replaced after the low battery alert. Customer received a low battery alert prior to replace battery alert and replace battery now alarm or off no power alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.